Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry. Visual inspection noted scratches and a dent in the device case. Body fluid contamination was observed in the lead barrel. There was observed arcing damage in the dented area of the device casing. Analysis of the electrode also noted arc marks that correspond to the marks on the device case. All seal plugs were intact and the set screws operated normally. The device casing was then removed. Internal visual inspection noted electrical overstress damage. Analysis concluded the no telemetry condition was caused by a depleted battery cell. The cell was depleted due to electrical overstress damage when the device shocked into a shorted lead.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.